Manufacturer narrative:
H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B5: update "unspecified access set" to "solution set". G1: device manufacturer address 1: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified access set would not flow. The event was further described as primary chemo was not flowing (downstream occlusion). This issue was identified during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.